Event description:
Consumer left a review on (B)(6) stating their son received a negative inteliswab result, but a positive pcr result. The consumer stated they themselves developed full covid symptoms 3 days later and the inteliswab test did not produce a positive result. Consumer used another rapid test and received a positive result. Consumer does not believe inteliswab can detect the omicron variant. (B)(6) review (B)(6) 2022: doesn't detect omicron. Didn't pick up covid even with full symptoms. Son was pcr positive and I developed symptoms 3 days later. These tests never picked it up. Our binax test lit up immediately. I think these just can't detect omicron. Waste of money.

Event description:
Consumer left a review on walmart.com stating their son received a negative inteliswab result, but a positive pcr result. The consumer stated they themselves developed full covid symptoms 3 days later and the inteliswab test did not produce a positive result. Consumer used another rapid test and received a positive result (refer to MDR 3004142665-2022-00015). Consumer does not believe inteliswab can detect the omicron variant. Walmart.com review 1/24/2022. Doesn't detect omicron, didn't pick up covid even with full symptoms. Son was pcr positive and I developed symptoms 3 days later. These tests never picked it up. Our binax test lit up immediately. I think these just can't detect omicron. Waste of money.

Manufacturer narrative:
Consumer posted a review on walmart.com. No additional follow up is to be expected with the complaint file and the incident will be closed internally.

Manufacturer narrative:
Consumer posted a review on walmart.com. No additional follow up is to be expected with the complaint file and the incident will be closed internally. Correction:the false negative listed in b5 has been updated to MDR 3004142665-2022-00016.

Event description:
Consumer left a review on walmart.com stating their son received a negative inteliswab result, but a positive pcr result. The consumer stated they themselves developed full covid symptoms 3 days later and the inteliswab test did not produce a positive result. Consumer used another rapid test and received a positive result (refer to MDR 3004142665-2022-00016). Consumer does not believe inteliswab can detect the omicron variant. Walmart.com review 1/24/2022. Doesn't detect omicron, didn't pick up covid even with full symptoms. Son was pcr positive and I developed symptoms 3 days later. These tests never picked it up. Our binax test lit up immediately. I think these just can't detect omicron. Waste of money.